Manufacturer narrative:
Agamatrix is reporting this event because the lancet that led to the event was reported originating from a kroger bgms kit. Information on the event has been forwarded to agamatrix's lancet supplier for investigation. The usage of the lancet is unknown. The lancet's lot information was not provided. Additionally, the lot information of the system kit and the serial number of the meter in the system kit was not provided. Either could have been used to determine the lancet lot information. There was no information on how the fragments were discovered, any treatment that was needed, or the current status of the patient. Agamatrix was unable to contact the patient to ask for further information. Agamatrix will continue to trend this complaint and will submit a follow-up once additional information is available.

Event description:
This complaint was reported to agamatrix by it's distributor, who was notified by a kroger representative. Agamatrix was notified of an event in which a patient reported a lancet from the kroger blood glucose monitoring system (bgms) kit left metal shards in her finger. The patient was instructed to contact agamatrix customer service. There is no record of this occuring. Agamatrix attempted to contact the patient but was only able to leave a voice message. There was no report that medical intervention was required.